Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was extracted due to infection. The infection source was identified at the superior sternal incision; a single chamber transvenous system is to be implanted in about six weeks. Additionally, no other adverse patient effect were reported and the patient was administered oral antibiotics.